Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose levels. The customer's levels had been 401mg/dl. The customer states they treated with the pump. The customer attributes the highs to medication they were taking. No further assistance was needed.